Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided.the information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired in 03/2016 was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventralex mesh, the patient was diagnosed with pain and unacceptable appearance of the abdomen, ¿mesh was folded at the umbilicus¿ thereby underwent mesh removal. The instructions-for-use supplied with the device identify pain as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an incarcerated umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated umbilical hernia and underwent open repair with implant of the ventralex mesh. Per the operative report details, ¿dissection was carried down into the hernia sac along the umbilical area. A ventralex mesh was inserted and sutured¿. (B)(6) 2015 - patient was diagnosed with left ovarian cyst and pelvic pain, thereby underwent left ovarian cystotomy and partial cystectomy. (B)(6) 2016 - during follow-up visit to review the CT performed on (B)(6) 2015, patient was diagnosed with folded mesh at umbilicus, no ventral hernia and wide diastasis.. (B)(6) 2016 - patient was diagnosed with pain and unacceptable appearance of the abdomen thereby underwent open repair with removal of mesh. As per op-notes, "deep liposuction was done. The periumbilical tissues had palpable rigid mesh. This was carefully taken down, to the edge of the mesh, the superficial layer was freed from the mesh. The mesh was freed from the surrounding tissues¿. Attorney alleges that the patient was diagnosed with the adhesions, bowel/intestinal obstruction, pain, infection, mesh migration and emotional injuries. It was also alleged that the had gastrointestinal related issues, underwent psychiatric treatment post procedure and according to the (B)(6) 2017 op report, the abdominal scar had contracted with small marginal necrosis of the central portion of the anterior scar. Also desired for scar revision and lower back and flanks liposuction were performed concomitantly. The pre-operative diagnosis was documented as "unacceptable appearance of the abdomen". This procedure is not directly related to the mesh implant. It is, however, a complication following mesh removal with diastasis repair.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided.the information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired in (B)(6) 2016 was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an incarcerated umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.